Event description:
It was reported that the 9900 system locked up during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were re-seated and the ffb was replaced during the service call. The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.